Event description:
It was reported that, during a device replacement procedure due to the elective replacement indicator (eri) alert, episodes of low pacing impedance were observed on the right atrial (ra) lead. The suspected cause of the event was ra lead insulation abrasion and fracture, which were unable to be confirmed with x-ray imaging. The ra lead was deactivated to resolve the event. The patient was stable.